Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial stent was used during a bronchial stent placement procedure in the bronchium on (B)(6) 2015. According to the complainant, the stent was used to treat a stricture due to a 3cm malignant lesion. Reportedly, the patient's anatomy was not tortuous. During the procedure, the suture could not be fully released and the stent was only able to be partially deployed, so the physician gave up using this device. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: an ultraflex esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 23 mm with only the proximal crochet stitches intact. During the product analysis, the investigator was able to deploy the remainder of the stent without issue. No issues were noted with the profile of the partially deployed stent or the delivery device. Following deployment it was found that the catheter was kinked 36mm proximal to the tip. The damage identified during the product analysis is consistent with the application of excessive force to the delivery system. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, the stent was able to be fully deployed during analysis. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex tracheobronchial stent was used during a bronchial stent placement procedure in the bronchium on (B)(6) 2015. According to the complainant, the stent was used to treat a stricture due to a 3cm malignant lesion. Reportedly, the patient's anatomy was not tortuous. During the procedure, the suture could not be fully released and the stent was only able to be partially deployed, so the physician gave up using this device. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.